Event description:
Complainant alleged that while attempting to treat a pt the device shut down inappropriately several times. Complainant indicated that during subsequent testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history logs provided evidence of the reported event. It is important to note that the associated multi-function cable was not returned as part of the investigation. The device's monitor was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.